Event description:
While placing an IV I could not advance the catheter. A (20g), it felt like it was stuck and would not advance. I had to manually advance over the needle as it was not covered. This could have caused an extra IV stick to the patient and or have a blood exposure to myself or other staff. I saved the needle and notified the staff on the floor to be cognizant of the event.